Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who reported the front left fork/caster assembly bent while in use causing her to fall and hit her head on the pavement resulting in a brain bleed, hospital stay and rehabilitation. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.